Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that gas was leaking from the o2 hose. Identification of issue has been done by analyzing problem description, service report and attached photo. The device¿s logs have been not available for further evaluation. There was no patient harm. Based on technician statement, the inspection was performed and leak was found from o2 hose. The o2 hose was replaced. The issue has been resolved and the device was delivered to the user in working condition. The purpose of the hose is to supply air to the ventilator. The gas supply pressure is checked during pre-use check. If the oxygen gas supply is reduced during ventilation, insufficient ventilation may follow. Alarms will be raised if set alarm limits are violated. The issue was decided to be reported as malfunction of o2 hose may lead to stop of ventilation or low o2. The root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown; corrected usage of device: reuse.